Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch select simple meter read inaccurately erratic. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 7:00 pm. The patient reported obtaining blood glucose readings of ¿7.9 and 10.4 mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. During the follow-up call, the patient stated that they test their blood glucose twice daily and that their usual blood glucose range is between ¿4.0 and 9.4 mmol/l¿. The patient stated that they manage their diabetes with oral medication (2 pills of diabepharine in the morning and evening, up to 6 pills daily) and claimed they took 2 pills of diabepharine in response to the first result of ¿7.9 mol/l¿ and a further 2 pills in response to the second result of ¿10.4 mmol/l¿; overall, the patient reportedly took between 4-6 pills in response to the alleged issue. The patient reported that 2 weeks prior to the alleged issue, they began to develop symptoms of ¿dizziness, difficult to concentrate and eyes dimmed a little¿. During the follow-up call, the patient claimed they experienced the symptoms when their glucose was neither high nor low and that they rested for a while and drank water as self-treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr documented that the patient did not have control solution available to test the subject meter. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.